Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the surgeon performed a removal of cervical disc replacements at c5-c6 (bryan, competitors device) and c6-c7 (prodisc c nova, synthes). The surgeon used ccacf and a vectra plate when he performed the replacement. The removal at c6-c7, the ccacf insertion was performed first using 2 caspar pins in c6 and c7 to provide distraction. Once completed the caspar pin in c7 was removed and placed in c5 and the c6 pin was left in place. The c5-c6 procedure was successfully performed. Distraction was again utilized with the distractors. At both levels, the distractor was used in both the open and locked position. In removing the pins, with the pin driver from the caspar distractor set, the pin in c6 sheared off at the point where it entered the vertebral body. A part of the pin was left flush with the vertebral body. As the pin fragment had no part protruding there was nothing to grip on to attempt to remove it. The surgeon is not anticipating any complications from the pin fragment. There are parts left in patient. Surgeon not keen to drill in to the vertebral body in this patient in order to expose the pin fragment and decided to leave the broken fragment in the vertebral body. Vectra plate was successfully placed on to the cervical spine. The procedure was not delayed. No additional information about the event is available at this time. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.